Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose while using the infusion device. The patient states e1 (cartridge empty) error is displayed on the infusion device when the insulin cartridge is still 1/3 full. Since the beginning of (B)(6) 2010 the patient experienced elevated blood glucose of up to 20 mmol/l (360 mg/dl) despite delivering extra boluses and increasing the basal rate from 2.5 u/h to 4.0 u/h. The patient's normal blood glucose value is 8-10 mmol/l (144-180 mg/dl). The patient's blood glucose returned to normal after switching to another pump. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.